Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient condition was good post-procedure.